Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a 36-year-old female patient who had essure (batch no. Cs0003r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included multiple cesarean sections, uterus enlarged, menses irregular with excessive bleeding, peritoneal adhesions and gravida. Concurrent conditions included dysfunctional uterine bleeding, adenomyosis, ovarian cyst, chronic cervicitis, paratubal cyst, morbid obesity, pelvic adhesions, fibroids and peritoneal adhesions. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014 for pelvic pain female. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems - depression, psych injury") and anxiety ("psychological or psychiatric problems - mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils left uterine cavity : 5 trailing coils right uterine cavity : 5 patient received treatment for menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, pelvic pain, abdominal pain, dysmenorrhea, dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: right fallopian tube with paratubal cyst. Ultrasound pelvis - on (B)(6) 2015: anechoic foci consistent with adenomyosis and fibroids. The essure coils are seen. Present in right adnexa is 2.2 cm paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events abnormal vaginal bleeding, was changed to recovered/resolved".seriousness criteria for event genital hemorrhage updated to non serious. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a 36-year-old female patient who had essure (batch no. Cs0003r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included multiple cesarean sections, uterus enlarged, menses irregular with excessive bleeding, peritoneal adhesions and gravida. Concurrent conditions included dysfunctional uterine bleeding, adenomyosis, ovarian cyst, chronic cervicitis, paratubal cyst, morbid obesity, pelvic adhesions, fibroids and peritoneal adhesions. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014 for pelvic pain female. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems - mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils left uterine cavity : 5 . Trailing coils right uterine cavity : 5 . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: right fallopian tube with paratubal cyst. Ultrasound pelvis - on (B)(6) 2015: anechoic foci consistent with adenomyosis and fibroids. The essure coils are seen. Present in right adnexa is 2.2 cm paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') in a (B)(6) female patient who had essure (batch no. Cs0003r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included cesarean section, uterus enlarged, menses irregular with excessive bleeding, peritoneal adhesions and pregnancy. Concurrent conditions included dysfunctional uterine bleeding, adenomyosis, ovarian cyst, chronic cervicitis, paratubal cyst, morbid obesity, pelvic adhesions, fibroids and peritoneal adhesions. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014 for pelvic pain female. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems - mental anguish"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils left uterine cavity: 5. Trailing coils right uterine cavity: 5. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: right fallopian tube with paratubal cyst. Ultrasound pelvis - on (B)(6) 2015: anechoic foci consistent with adenomyosis and fibroids. The essure coils are seen. Present in right adnexa is 2.2 cm paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, menorrhagia, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 13-aug-2019: pfs and mr received: case has became incident. Lot number were added. Previously reported event "injury nos" replaced with new events: pain pelvic area, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), depression, mental anguish, patient did not undergo essure confirmation test. Event onset date, event outcome were added. Reporters information, patient demographics were updated. Concomitant drugs, patient history, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (batch no. Cs0003r) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included multiple cesarean sections, uterus enlarged, menses irregular with excessive bleeding, peritoneal adhesions and gravida. Concurrent conditions included dysfunctional uterine bleeding, adenomyosis, ovarian cyst, chronic cervicitis, paratubal cyst, morbid obesity, pelvic adhesions, fibroids and peritoneal adhesions. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014 for pelvic pain female. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems - depression, psych injury") and anxiety ("psychological or psychiatric problems - mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, menorrhagia and abdominal pain had resolved and the vaginal haemorrhage, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils left uterine cavity : 5. Trailing coils right uterine cavity : 5. Patient received treatment for menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2015: right fallopian tube with paratubal cyst. Ultrasound pelvis - on (B)(6) 2015: anechoic foci consistent with adenomyosis and fibroids. The essure coils are seen. Present in right adnexa is 2.2 cm paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received reporter information was added. New event added abdominal pain, general abnormal bleeding. Event outcome added abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.